Event description:
It was reported that when the patient presented in the hospital after receiving a vibratory alert, the device was found to be in backup vvi mode. A device code download was performed successfully. The device was restored to normal function, and remains implanted. The patient was in good condition following the event.